Event description:
There was a fire in the or that occurred during an operation. A spark came from a cauterizer. The pt was on oxygen and it ignited. The pt suffered 3rd degree burns. This drape was in use during the incident. Also noted was that cat#300-2 pad cautery cleaner was being used at the time of the incident.

Manufacturer narrative:
The material of construction for the tiburon laparotomy drape is spun bond polypropylene. The material as with any woven/nonwoven material, may burn if exposed to a flame or an extremely hot object. Contact with an open flame or high intensity heat sources needs to be avoided. This material complies with the only standard that pertains to the flammability characteristics of components used in the surgical procedures, the code of federal regulations, title 16, part 1610. All materials of construction used in convertors products comply with standard. Cat # 300-2 cautery tip cleaner - the cautery tip cleaner is a non-patent contact component, which is normally placed on top of a surgical drape during a procedure for the purpose of cleaning the tip of a cautery pencil. The composition of the cleaner would not have contributed to the fire in the or.